Event description:
It was reported during a routine pm performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp), failed manifold leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the drive manifold assembly. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The removed drive manifold assy. Was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing department received the drive manifold assy. With a reported unit failure message of would not pass all manifold tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy. Into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of all manifold tests failing. Drive manifold assy. Passed testing. Retaining the drive manifold assy. In the fat dept. As per procedure.

Event description:
N/a.